Event description:
It was reported that difficulty was experienced during initial placement of the left ventricular (lv) lead. It was subsequently noted that the lv lead was slightly dislodged and capture thresholds were very high. The physician attempted to re-position the lv lead on (B)(6) 2023 but was unsuccessful. The lv lead was therefore explanted and replaced. There were no patient consequences.